Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. If returned, visual examination may confirm or determine another taper type associated with this event. Device labeling addresses the reported event of "leak(s)" as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening and a pocket must be created for the port, so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. Adverse events: deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system had "complete fracture being identified approximately 5 cm from the band sight". The entire gastric band was removed and replaced.

Manufacturer narrative:
Taper ii. Device evaluation summary: a visual examination was performed on the received lap-band with access port ii, taper type ii. The band tubing was separated approximately one inch away from the belt collar. Scratches were noted on the port, and needle marks were noted on the port septum. Brown particles were noted on the surface of the port. Brown particulate matter was noted on the inner surface of the band shell. A port leak test was performed, and no leakage was noted. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. An air leak test was performed, and no leakage was noted. Under microscopic analysis, brown particulate matter was observed on the inner surface of the band shell. The ends of both the port and band tubing were observed to be surgically cut, as the edges were noted to be striated. : scratches and needle marks were observed on the port septum.